Event description:
It was reported that on 2001 a 42 reflection cup, 20 degree liner and 22mm head were implanted. On (B)(6) 2019 a revision surgery was performed due to poly loosening in the socket and wear. Device was removed and replaced.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, it was communicated, ¿the surgeon did not seem to blame the liner as it had been implanted in a young patient for 18 years¿ and the patient was doing well post operatively. The patient impact beyond the reported loosening after 18 years in-vivo and revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.